Manufacturer narrative:
Product analysis: further analysis indicated that the main printed circuit board (pcb) that was not out of specification. During failure analysis, the pcb passed all testing with no anomalies found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had a main printed circuit board (pcb) that was out of specification electrically. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.